Event description:
According to the reporter, during a laparoscopic lobectomy under thoracoscopy procedure, after firing, there was a lack of hemostasis on the staple line, resulting in hemorrhage from the pulmonary artery (leaky suture). To resolve the issue, the procedure was converted into an open procedure and the surgeon used three new reloads and a new handle.

Manufacturer narrative:
D10 concomitant products: egiaushort - egiaushort endogia ultra univ sht stap, lot# p4e0903 egia45avm - egia45avm egia 45 artic vasc med sulu, lot# n4b1911y egia45avm - egia45avm egia 45 artic vasc med sulu, lot# 3k1220 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.